Event description:
Prior to a trigeminal denervation procedure, the ablation generator would not boot and the procedure was unable to be performed. The generator was restarted with no resolution. There were no adverse consequences to the patient due to the cancelation and the procedure was rescheduled.

Manufacturer narrative:
No conclusion code available. The startup issue was confirmed. Based on the information provided to abbott and the investigation performed, the cause for the reported startup issue and subsequent procedure cancellation was due to a depleted cmos battery on the upper assembly microprocessor. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.